Event description:
It was reported that the patient underwent a posterolateral fusion l3-l5 due to spondylolisthesis and stenosis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 350 ccs, or time was 245 min, hospital stay was 72 hrs. 13 months post-op, the patient presented with moderate left posterior leg pain. The patient returned to work 149 days post-op. The patient was last seen 8 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft granules, 10cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.